Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date in 1998. Patient underwent a lower cable removal procedure on an unknown date in (B)(6) 1999 and an upper cable removal procedure on an unknown date in (B)(6) 2001. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2002. It was further reported patient underwent an arthrotomy on (B)(6) 2005. Patient underwent a radical debridement procedure on (B)(6) 2006. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2007 due to infection. It was further reported that patient underwent a radical debridement procedure on (B)(6) 2009. All products were removed and a girdlestone-type procedure was completed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04966 & 2014-03026 / 03027).